Event description:
He customer reports taking unspecified rapid insulin based on a device result of 449 mg/dl obtained on the mobile system at 04:43. The customer fainted around 07:30; his parents tested him on the performa nano system and received a result of 84 mg/dl at 08:15. At 08:22 the he was tested and the value of 576 mg/dl was obtained on the mobile system; his parents treated him with a snack and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.